Event description:
This is filed to report atrial perforation, cardiogenic shock, and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw was placed on the valve successfully, reducing mr to grade 1-2. Before the steerable guide catheter (sgc) was removed, a significant right to left shunt was observed. Right heart function was also deteriorating. An amplatzer septal occluder was successfully placed to close the atrial septal defect, which resolved the issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation (right to left shunt) and cardiogenic shock. Perforation and shock are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.